Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition showed crack on top case by the tube holder also crack on right plunger case. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device is over ten years old. Actions taken to mitigate the reported issue: replaced damaged top and bottom cases, right plunger case and force sensor. Replaced worn barrel rod and barrel tapered spring. Installed cable guard per (B)(4). Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that failed pm motor rate error event occurred. No patient injury reported.